Event description:
It was reported that the patient activator displayed a green flashing light, but shut itself off before the light went to solid. The activator was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.